Event description:
The stapler would not open after the instrument had been fired. When the device was received there was tissue in the jaws of the device. This may indicate that the device was cut off of the tissue to remove it. Procedure: unk.